Event description:
Additional information received reported that the patient got two scars. One was located where ¿the disc burst was done.¿ another one was located where the catheter was put in.

Event description:
It was later reported that the patient had been scared of increasing the morphine in her pump. The patient noted this was why the pump never had great therapeutic effect and why she decided to have saline put in the pump. The patient noted her right leg was numb due to a burst disc and ¿bum¿ right knee. The patient noted it was two years ago that they had saline put in the pump and then it was taken out. The patient had tried to find a physician to remove the pump. Additional information received reported that the patient was last evaluated by the hcp on (B)(4) 2012 and the patient voluntarily discharged herself on (B)(4) /2012. The hcp did not have any additional information. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had not received effective therapy since having the pump implanted, and positioning issues have occurred. The patient stated that her ''symptoms have stayed the same since her implant, that she continued to have to take oral medication to supplement her pain.'' Per the patient's request, the morphine was taken out of the pump and replaced by saline in (B)(6) 2011. The pump was then ''turned off'' in (B)(6) 2012, because it was alarming. The patient had a "disc burst" and felt the pump ''didn't help that.'' In addition, the patient felt as if the pump was moving and the mesh around the pump had ''adhered to her colon.'' The patient was having anxiety about the pump's adherence to her colon as the patient's family had a ''history of colon problems.'' The patient planned to have the pump removed. When receiving therapy, the pump contained morphine. As of the date of report, the patient's pump contained saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j11148r58, implanted: (B)(6) 2002, product type catheter.